Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The caller stated that the device was exposed to an MRI while being in the hospital and wearing the insulin pump. The device was not able to complete the rewind due to recurring motor errors and the displacement test could not be performed. The customer also mentioned receiving two separate error alarms, and then the device keeps going back into the rewind mode. The caller's blood glucose reading was 120mg/dl. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had constant motor error alarms during the rewind as a result of a motor encoder being out of phase.